Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooded and twisted cable. Circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head produced no image. There was image noise and horizontal line noise when connecting to a video system center. The issue was found during inspection for use and during a t-cell receptor procedure. The procedure was delayed in order to inspect and replace the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, UDI number - (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor image occurred due to flooded charged coupled device (ccd) and flooded cable. The cause of the flood could not be identified. Olympus will continue to monitor field performance for this device.